Event description:
It was reported that the pump had been disconnected, but no medication had been administered despite the correct pump settings. The patient had reported that no alarms had been triggered to indicate air or occlusion. It had appeared as though the medication was being administered, as the dispensing sound had been noted and volume depletion had been observed upon discharge. According to the pump display (upper left-hand corner of the screen), 14.2 ml had remained to be infused, and the pump had indicated it was infusing (green status), yet the infusion bag had remained completely full. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.